Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's right basilic vein in the CT holding area. As the clinician was placing the dilator sheath over the placement guide wire, the sheath started to break/peel apart at the proximal end by the wings. This prevented it from being fully inserted. No undue force was applied. As a result, the clinician removed the sheath and replaced it with one from another kit from the same lot number. The sheath was inserted without issue and the procedure completed successfully. There was no delay in treatment and no patient death or complications reported.